Event description:
It was reported that a user experienced fluctuating blood glucose with three hypoglycemic episodes in one week, including a reported low of 40 mg/dl associated with physical activity while golfing, and had paused insulin delivery on the ilet during a prior low before resuming; the user expressed concern about insulin delivery during lows, and was informed that the system suspends insulin at a specific threshold and to follow healthcare provider guidance. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included review of uploaded glucose reports and user interview, which identified large data gaps and no corroborating record of the reported specific low, and troubleshooting and education were provided with additional training offered. Investigation of this case revealed that the cause of the lows remained unclear, with activity-related hypoglycemia suspected by the user and no device alarms or malfunctions observed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.